Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported error code 133.6090 was confirmed during the review of the error log and was able to be replicated during laboratory testing. The inspection of the suspect pcu found the right (male) and left (female) iui connectors with cleaning tissues residues. The front case was observed with a worn spot on the lower right corner of the screen; there were no other obvious issues or anomalies observed with the returned device. The event date was reported as 21 august 2025; time of event was not reported. The event log of the suspect device showed no records of usage during the reported event date. A review of the suspect pcu event log showed six (6) system malfunction occurred between 19 august 2025 to 20 august 2025. The error log recorded on 9 august 2025 at 3:44 pm, the error code 133.6090.0 (main_speaker_failure), the same error occurred nine (9) times until on (B)(6) 2025. As well the error code 120.4370.5 (low_8v_failure) was recorded eight (8) times on (B)(6) 2025 between 10:02 am to 10:23 am. The last recorded infusion started on (B)(6) 2025 at 12:22 pm with rate of 70 ml/h and vtbi of 450ml, the infusion was stopped at 3:43 pm as the unit was removed. There is no record of further infusions. During boot up the pcu displayed the error code 133.6090. The main speaker was temporarily replaced with a well-known good dchu main speaker for testing purposes only. However, the suspect pcu continued to reproduce the reported error code. The same behavior was observed after the logic board replacement. Error log review of the suspect pcu device revealed the error code 120.4370.5, therefore, the power supply board was replaced for testing purposes. A basic test infusion was programmed with a rate of 12 ml/hr and volume to be infused of 290 ml. The infusion was completed successfully. Preventative maintenance testing was performed on the suspect pcu. The asm pm task was completed successfully without any observed errors or malfunctions. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu experienced error code 133.6090. There was no patient involvement.